Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, e224 occurred because communication failure occurred due to faulty cable (internal disconnection and the like). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when they plug it in, they're getting error e224 (scope communication error) on the 4k autoclavable camera head during preparation for use. The intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and was found to be due to a faulty cable. Additional evaluation findings were as follows: the rear cover had a faded label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.